Manufacturer narrative:
An event of a stroke 2 days after the valve was implanted was reported. It was also reported that left bundle branch block occurred prior to the implant of the valve, during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the event was possibly related to the implant procedure but not to the implanted valve. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage ide study. (B)(4). It was reported that on (B)(6) 2023, a 27mm navitor valve was successfully implanted. At 1:00 in the morning of (B)(6) 2023, the patient was found on the floor and again at 7:57. No external injuries were noted. At 8:35, the patient showed signs of disorientation, unsteadiness of gait, sinistral visual field loss, hemianopsia, and neglect of the left side of the body. A stroke was confirmed via computed tomography (CT) scan. No treatment was provided. The patient was discharged and transferred to geriatric rehabilitation hospital on (B)(6) 2023 for planned occupational and physical therapy. It was reported the patient was still experiencing sinistral visual field loss and hemianopsia, but their disorientation had strongly improved. Patient status was reported stable.